Manufacturer narrative:
Additional information: part of the device was not retrieved product analysis: the customer returned two images. Image 1 shows the patients vasculature. In the image there appears to be a guidewire and a deployed stent. Image 2 shows an evercross device with only the proximal portion of the balloon present. The 2 markerbands are still present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A physician was using an evercross pta balloon for the treatment of a calcified lesion in the distal common iliac artery. There was moderate tortuosity and severe calcification. The device was prepped as per the IFU with no issues identified. An unknown inflation device was used. Physician had trouble with sheath tracking over bifurcation and through iliac. Used a 6mm to help dilate vessel in order for sheath to travel. It was reported a circumferential/radial burst occurred when the balloon was inflated to nominal pressure. The device had passed through a previously deployed stent. Physician advanced the balloon catheter down further to help guide the wire through already deployed stents and diseased vessel. The physician attempted to remove the balloon catheter and felt resistance and then balloon jumped into sheath. Upon examination it looked as if some of the balloon material was missing from the catheter. Sheaths were exchanged and examined. Angiographic images were taken and material could not be seen or look to have disrupted flow. Decision was to leave it and patient is going to have bypass surgery. Decision for bypass surgery was not based off of the balloon issue but rather the level of disease in the artery.